Event description:
In 2005, the physician successfully placed an xact carotid stent in the right carotid artery. Reportedly, two (2) hours after the procedure, the patient was noted to have had a transient ischemic attack (tia) described as "left side weakness that resolved on its own." It is unknown if any interventions were taken to resolve or prevent additional tia's from recurring. At last report, the patient was still in the hospital due to other medical conditions, not associated with the event that had occurred.